Event description:
The pt was implanted with xcm biologic for an unk abdominal surgery. Four (4) days later during removal of the wound v.a.c. And white sponges, the xcm biologic was found to have dissolved throughout the abdominal cavity. It was described to have turned to a greenish mushy film. The xcm biologic was peeled away from the soft tissue, removed, and the wound was washed out. The surgeon placed a prolene mesh over the wound and closed the abdominal tissue. The outcome following surgery was not provided.

Manufacturer narrative:
Method: lot history records reviewed. Additional clinical information has been requested from the reporter, including type of surgical procedure, method of implantation, presence of bacterial contamination and the outcome from the revision surgery. Results: no deviations were found during lot history records review that would be expect to cause or contribute to product disintegration after implantation. Conclusion: as of the date of the initial report, no conclusion can be made regarding the disintegration of the mesh. If additional clinical information is provided, a follow-up report will be submitted.